Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated with bolus. Customer's current blood glucose value was 168 mg/dl and the blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2017 at 10 pm. The blood glucose value when admitted to hospital was 330 mg/dl. The customer complained about hyperglycemia and not feeling well. The customer cause of hospitalization per healthcare professional's was unknown and stated high ketones led to hospitalization. Customer was wearing the insulin pump at time of hospitalization. Customer states there was possible insulin pump under delivery as customer stated even when customer bolus for food it continued to go up. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer assisted to perform the high pressure test and result were passed and showed no delivery. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.